Event description:
Customer reportedly obtained result of 398mg/dl, 225mg/dl, and 115mg/dl on the advantage system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Info suggests comparison performed in the home.